Event description:
It was reported that this right ventricular (rv) lead exhibited high capture threshold due to a suspected micro dislodgement as an x-ray showed no change in the lead location. This lead was repositioned and remains in service. No additional adverse patient effects were reported.